Manufacturer narrative:
Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the connector of the insertion handle broke once the surgeon hammered the nail into the medullary canal. The thread of the connector remained in the insertion handle but the connector was dropped on the floor. Surgery was successfully completed with no delays and no patient harm reported. This is report 1 of 2. (B)(4).

Manufacturer narrative:
The investigation of the returned instrument has shown that the connector is indeed broken off as complaint. The broken threaded shaft remained in the thread of the insertion handle. The returned insertion handle is still in good working order though. Based on the given data it¿s not possible to determine the exact root cause. It is likely that far too much mechanical force during insertion has led to the breakage. The visible strike marks on the connector head indicate that as well. It is recommended to use light blows and straight positioning. The broken surface of the broken connector shaft is homogenous what indicates material conformity to the specification as well. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.